Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. It was confirmed that the pt was unharmed by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. He did however, confirm an error code in memory that supports the customer's claim. The unit passed extended self testing. The cse replaced the inspiratory pcb as a precautionary action.